Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was experiencing high blood glucose levels for the past day. The customer's blood glucose reading was 407 mg/dl. The customer was also throwing up, and felt hot. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer treated her blood glucose levels at the time of the call, but her blood glucose remained elevated. The customer was advised to seek medical attention, and she stated that she would be going to the emergency room. Nothing further was reported.